Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable which resulted in the battery fully depleting and the pump shutting off. The pump was able to be turned on and charged successfully with an alternate usb cable. Blood glucose level was 400mg/dl. Replacement cable sent to customer.